Event description:
It was reported that the zimmer electric dermatome device was involved in an untoward incident. User reports the shaver stopped working in "mid-use." Additional clinical follow up with the hospital indicated that the device created a partial thickness skin graft which was sutured back onto donor site. An alternate available unit was used to complete the planned split thickness skin graft procedure with only minimal increase of scheduled surgical time.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The service record indicates that the device is (B)(6) old, the last repair was on (B)(6) 2010. The inspection found that the device passed all performance testing; however, the motor was faulty. The cause of the reported complaint was a failing handpiece motor. Examination of the device showed corrosion on the exterior of the motor, which would indicate moisture intrusion into the inner motor. The motor shaft would not turn. The device was serviced and returned to the customer.